Event description:
Report states that a cadd solis pump was set up for pca. The pump was not infusing. The pump began to alarm low volume but when checked the medication cassette reservoir was still half full. No injury was reported.

Manufacturer narrative:
Device has been returned for evaluation. Once the device has been evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.